Event description:
The manufacturer received information alleging an external battery charger started to burn when the power cord was plugged into ac power. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously received information alleging an external battery charger started to burn when the power cord was plugged into ac power. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The customer's complaint was not confirmed. The device was visually inspected and found no evidence of thermal damage. The ac power cord/dc psu and all connectors were found to be intact with no operational issues. The device was tested with a known good battery. The device charged the test battery to full capacity with no operational issues. The manufacturer concludes the customer's complaint was not confirmed. There was no evidence of thermal damage to the device and accessories. The device operated to design specifications.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report. The device problem code is corrected on this report.